Event description:
In 2007, this female patient was having a gastric feeding tube inserted, during which it was noticed that a previously placed trapease vena cava filter was fractured. The filter was inserted in 2004 for prevention of pulmonary embolism. The physician went back to look at previous films and found that the filter had been fractured in a film that was taken in 2005. It was noted that the patient had not had any interventional procedures during the time of insertion up to the same month of year. In comparing films, there is no change in fracture. The patient currently is not having any symptoms. Please note that films have been received and sent to an independent physician for review.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.